Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked that the subject device and found that the reported scope communication error e216 could be duplicated, but the reported scope communication error e226 could not be duplicated, and also found that the camera cable was twisted. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomena (errors e216 and e226) were attributed to the user handling. It was presumed that due to applying stress to the camera cable by the user, the camera cable had failure and the scope communication errors e216 and e226 occurred. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the scope communication errors e216 and e226 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.